Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. The excessive fluid removal during treatment was over one (1) liter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a qualified technician. A visual inspection and treatment simulation was performed; however, the high ultrafiltration (uf) event was not duplicated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. The level detector, pressure transducer, and uf measuring unit were replaced as a proactive measure. Should additional relevant information become available, a supplemental report will be submitted.